Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed. The coupler was found damaged and detached from the camera head. A leak test was performed during the inspection and a leak was found due to a cut. The camera head and cable were replaced. The device was serviced and returned to the user facility. The user facility reported that instructions are being followed for cleaning, disinfection and sterilization of the device. If additional information is obtained a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that the latching mechanism fell off from an autoclavable camera head during reprocessing. No patient injury was reported. No additional information was obtained.

Manufacturer narrative:
A device history record (DHR) review did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Probable causes of the reported issue include: -improper handling by the user -the endoscope could have been detached forcibly while the endoscope was locked, causing the coupler to be broken. The instructions for use warn: ·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.